Manufacturer narrative:
Additional information was provided in d.4., d.9., h.3., h.6. And h.11. Two opened company handpiece injectors were returned for evaluation for the report that the threads seized. A visual inspection of the injectors was performed and both samples were found to be conforming. A dimensional inspection for plunger position height was performed and both samples were found to be conforming. Also, a functional thread to barrel engagement check was performed and both samples were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples were found to be conforming for all visual, dimensional, and functional testing associated with the reported event; therefore, an injector threads seized as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that a customer opted to replace all monarch IV inserters (50 in total) due to issues with iol damage. The replaced monarch iii inserters had significant issues with internal friction on the shooter pin shaft and or friction or complete jamming of the threads. There was quality issues with no less than 13 monarch iii inserters. Additional information has been requested.